Event description:
As reported by the end user, during a procedure, the physician noted air entering the closed fluid management system via the check valve on the fluid delivery set. The procedure was stopped and the reported defective device was set aside to be returned to the manufacturer. The procedure was complete with another new of the same device without further compilations. As there was no air injected into the pt, there was no harm to the pt.

Manufacturer narrative:
The reported defective device has been received for evaluation. An investigation into the reported event is being conducted. Upon completion of the investigation, a follow-up medwatch will be submitted. (B)(4).